Event description:
Acct. Reports leaking at the male luer after tightening stopcock. States it appears to be lot specific. Incidents started occurring 10/4/99 and have continued today. No pt injury reported, but takes time to change out the stopcock.